Event description:
A report was received that the patient had developed a wound infection at the ipg site. Symptom included drainage. The physician could not confirm if the infection was device or procedure related. The patient was prescribed antibiotics and underwent a revision procedure. No device malfunction was suspected. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 17146841, description: next generation anchor kit-sterile. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.